Event description:
It was reported that the patient presented to hospital for a non-device related issue. Upon device interrogation, the right ventricular lead exhibited high capture thresholds and resulted in loss of pacing support due to device being programmed to fixed output settings. The patient had an underlying rhythm and was asymptomatic. The physician elected to cap and replace the lead. The patient¿s condition was stable prior, during and post procedure and would continue to be monitored.